Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported: malformed staples. It was reported that during the radical gastrectomy for gastric cancer surgery, after fired, noted the part of staples malformed with straight leg. Suture was used to sew the wound. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
Product complaint(B)(4). Batch # n5425y. Device evaluation summary: the analysis results showed that the tx30g device arrived with no apparent damage and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.